Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to remove the cartridge, inspect and clean the pneumatic tap area, and reload the cartridge, which successfully resolved the issue, allowing the customer to resume insulin delivery.